Event description:
It was reported that there was a conversion to open surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The manufacture date is not known at this time. However, should it become available it will be provided in future reports. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tube sets not recognized by the insufflator. Visual inspection: not possible because the actual devices involved in the adverse event were not returned for testing despite requests and had been already discarded and thus irretrievably lost for testing. Functional inspection: not possible because the actual devices involved in the adverse event were not returned for testing despite requests and had been already discarded and thus irretrievably lost for testing. However, testing was performed using the device-retained samples. All testing of the retained samples confirmed the conformance of the device i.e. All functions are according to specification including the tube set recognition. Dimensional inspection: not possible because the device was not returned for evaluation. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. Neither the tube sets nor the device used during this event have been returned for evaluation. However, we investigated the retention samples from the same lot and the samples corresponded to the specification they could be inserted into the insufflator and recognized without any problems. Since there are no complaints about the pneumoclear insufflator with tube sets from different lots reported we cannot exclude a malfunction of the used tube sets for this procedure. Nonetheless, the event description includes a defined risk to the patient's health and led to conversion to open surgery (open procedure). The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a conversion to open surgery.